Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system would not boot. The fse evaluated the system and identified the cause as the system's computer (nvram failure due to age). The fse replaced the cpu (computer) to correct the problem (an appropriate action to have been taken). The nav product was last manufactured in 2006. Component failures of this nature (nvram) are not unexpected, as the components will deteriorate over time due to normal wear and tear. This complaint does not represent a malfunction of the system.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.